Event description:
I have had worsening congestion, cough, dizziness and found our on (B)(6) 2021 that the CPAP dreamstation that I have used since (B)(6) 2019 has been recalled due to bad foam which can cause health problems. I have registered the device on philips recalled webpage and have had no response from the company. You would like my machine replaced with another brand and/or full refund. If my health problems continue I would like philips to pay for treatment. FDA safety report ID # (B)(4).